Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that adhesive patch detached from cannula housing/base prior to insertion on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.